Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00073 on (B)(6) 2021. Additional information ((B)(6) 2021):siemens did not have access to the filterdata for the affected sample and evaluated the actions performed by the customer service engineer. Siemens determined that the issue was resolved with instrument maintenance to the sample probe and sample conduit assembly. The cause of the discordant, falsely depressed gluc results is unknown. Corrected information ((B)(6) 2021): upon further review, siemens determined that the instrument name in section b5 of the initial MDR was incorrect. The correct instrument name is the dimension exl with lm. Additionally, the medical device problem code in section h6 of the initial MDR was 2457. It should have been 2458 to reflect the description of the discordant, falsely depressed gluc results. Section b5 and the medical device problem code in section h6 were updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An elevated glucose (gluc) result was obtained on a patient sample on a dimension exl with lm instrument. The result was not reported to the physician. The sample was manually diluted with water in a 1:2 ratio and the diluted sample was run twice in a sample cup on the initial instrument. Discordant, falsely depressed gluc results were obtained on the diluted patient sample. Results that were obtained on the diluted patient sample were not reported to the physician(s). The customer repeated the same sample cup on the same instrument two times, recovering similar to the initial result. The gluc result of 797 was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed gluc results.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely depressed glucose (gluc) repeat results were obtained on a manually diluted sample from a dimension exl with lm. The customer indicated that quality controls results were within acceptable ranges on the day of the event. The auto-dilute parameters were checked. It was determined that the instrument has a dilution factor of 2 entered. The sample did not auto-dilute. On 18-feb-2021, siemens dispatched a siemens customer service engineer (cse) to the customer's site. After inspecting the instrument, the cse replaced and aligned the sample probe. Then, the instrument's performance was checked through system check and quality controls, which recovered acceptably. During this visit, the cse observed several intermittent level sense errors. To address these errors, the cse replaced the sampler conduit assembly and confirmed that proper level sense operation. The system check was also run and recovered acceptably. Furthermore, on 23-feb-2021, the cse addressed "sampler mispositioned" errors for an unrelated issue. The error has not reoccurred and was a single occurrence created by carousel movement. The cause of the falsely depressed gluc results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An elevated glucose (gluc) result was obtained on a patient sample on an advia centaur cp instrument. The result was not reported to the physician. The sample was manually diluted with water in a 1:2 ratio and the diluted sample was run twice in a sample cup on the initial instrument. Discordant, falsely depressed gluc results were obtained on the diluted patient sample. Results that were obtained on the diluted patient sample were not reported to the physician(s). The customer repeated the same sample cup on the same instrument two times, recovering similar to the initial result. The gluc result of 797 was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed gluc results.